Event description:
The manufacturer received the information alleging a simplygo oxygen concentrator stop providing oxygen while in patient use. The pateint's blood oxygen level decreased. The patient went to emergency room and was provided oxygen. The device has yet to be returned for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator stop providing oxygen while in patient use. The pateint's blood oxygen level decreased. The patient went to emergency room and was provided oxygen. The device was returned to the manufacturer's product invesigation laboratory for investigation. The customer's complaint was unable to be confirmed. The device was tested and was found to operate to design specifications. The manufacturer concludes the device did not cause or contribute to the reported event.

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 4019. Section h6 has been updated with the correct information.